Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found external insulation abrasions proximal to the suture sleeve tie impressions, breaching the outer insulation consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found was consistent with procedural damage. The cause of the reported event was isolated to the outer insulation being abraded. The reported event of noise was confirmed.

Event description:
The lead was extracted due to intermittent lead noise. The cause of the noise was likely due to over-tightening of the suture sleeve; however, no damage was visible during the replacement procedure. The lead was replaced with no adverse consequences to the patient.